Event description:
Account alleged that the hi/low is slowly drifting. No pt impact.

Manufacturer narrative:
Technician faxed the hi/low brake cleaning instructions to the account. No further info is available on the repair at this time.